Manufacturer narrative:
(B)(4). Batch # r93x6j. Investigation summary: the analysis results found that a harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; besides that it was observed that the packaging was hitting in a hard surface causing a sterility breach. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device r93x6j batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic unknown procedure, it was found before use that there was a hole on the package. The device was not used to the patient. Another device was used to complete the case. There were no adverse consequences to the patient.